Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer indicated that the adc device was prescribed to them as an alternative to using fingerstick testing. The customer noted that the verbiage in the product literature regarding an excess in vitamin c intake "may interfere with the system which may potentially cause the user to miss a hypoglycemic event. The healthcare professional (hcp) suggested a narrow range of glucose level between hypoglycemi and hyperglycemia for the patient and if the customer 'fails' to maintain the given range, then additional medicine may be prescribed." The customer believes that "the product literature provides conflicting information without any supporting data." No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. No further investigation is planned as this complaint does not involve a reported product issue. A follow up report will be submitted if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.